Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) suffered a craniocerebral trauma. The patient had fallen down the stairs. In the hospital, a scan of the patient's head revealed a left frontal hemorrhagic contusion. A cervical spine CT scan showed a fracture of the right facet c7 joint. The clinical study form indicated the patient's fall was possibly related to the implanted device; however, no further details were provided regarding that. While hospitalized, the patient's blood thinning medication was stopped and the patient was fitted with a cervical collar. It was later reported that the patient died while still in the hospital. The cause of death was reported as increasing heart failure and renal failure and was not suspected to be related to the device or the patient's fall. The device was not expected to be returned post-mortem.